Manufacturer narrative:
(B)(4). D10: 00771100900, item name: femoral stem 12/14 neck taper plasma sprayed press-fit. Cementless size 9 standard offset, lot#: 64415695. 00620205222, item name: shell porous with cluster holes 52 mm lot#: 64622908. 00630505036, item name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot#: 64555349, 00625006525, item name: bone scr 6.5x25 selftap, lot#: j6790171. 00-8775-036-01, item name: biolox delta hd 12/14 36x3.5, lot#: 3016142. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that patient experienced pain in the thigh bone midway down the femur. The devices remain implanted and there is no further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6;h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided for the reported event of pain. Initial medical records were provided and indicate that no complications were noted. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.